Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. During the quality investigation, it was noted the device overheated. The primary failure of the device was due to the misalignment of the link with the fins, likely as a result of dropping/abuse.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the saw exceeded maximum temperature during testing.